Event description:
It was reported that the surgeon removed a mini tightrope ((B)(4)) on (B)(6) 2015 and the sutures had shredded. The mini tightrope was implanted on (B)(6) 2014. It was used to correct a varus deformity and the deformity returned so the doctor did an exploratory surgery. Follow-up investigation: the surgeon removed the tightrope and used additional sutures to reinforce the repair where the deformity had returned.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is patient non-compliance with the post-op protocol. The product directions for use states: post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.